Manufacturer narrative:
The system was serviced in the field and passes all tests. Hardware parts were replaced. Product# 9735799 was returned, and analyzed. When attempting to retrieve the current network configuration, the system would time out. The checkpoint was then set to factory defaults, re-configured, and was able to retrieve network data when connected to the network. Concomitant medical product: product ID: 9 735799, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the representative tried to set the system up to communicate with pacs, but found that it no longer had the networking information that was previously enter into it. He tried to refresh the networking configuration, and it stayed saying "retrieving" before giving a firewall status time out message. Had him try swapping to dhcp but received the same firewall status timed out message. Reboot did not resolve and the self-test tool showed blanks for the wired mac address and wired ip address. He was able to successfully ping the firewall checkpoint router.